Event description:
It was reported that a spectrum pump alarmed false air in line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an false air in line did not occur. A review of the event history log revealed multiple air in line alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. During evaluation the device observed slow keypad response. The cause was identified to be a failed process board which requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.